Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the electrode did not came out of the body after removing the sensor. The blood glucose of the customer was 207 mg/dl. Customer used ultrasound and saw that the electrode was still inside of his body. Troubleshooting was performed but issue was not resolved. Sensor will be returned for analysis.